Event description:
The user wanted to empty the cardioplegia circuit, while weaning the pt from the extracorporeal circulation. Then the main water circuit changed to the de-airing mode. The change to the de-airing mode caused the blood temperature to reach 17 degrees celsius, which is too low. The 17 degrees celsius blood temperature caused vf (ventricular fibrillation). A second surgical procedure was necessary. This occurred approx 10-15 minutes after ventricular fibrillation.

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4) was asked to return the hcu 30 for investigation in (B)(4). MFR report# 8010762-2012-00008. (B)(4).